Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 577 mg/dl. Troubleshooting was declined for the hyperglycemia. The customer was assisted with programming her meeting and getting to the fill cannula menu on the insulin pump. No products were returned or replaced.